Event description:
An incident was reported to a baxter sales rep about a continu-flo solution set in which a leak was observed. According to the report, the way they were spiking it, the spike went through the port and the bag started leaking. This event occurred prior to use. No patient injury or adverse event was reported in association with this event. There is no sample available for evaluation. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report could not be confirmed and a cause identified because a sample was not returned for evaluation and the patient did not describe any type of use error that might have caused this issue. A batch review could not be completed as the lot number was not provided by the customer. If any additional information is available, a follow-up medwatch will be sent.